Manufacturer narrative:
The device has not been received by olympus for evaluation, it is being shipped. The user facility informed olympus that the reported issue occurred during the preparation of a procedure and there was no patient involvement. The evaluation on site determined that is was the video processor that was defective not the actual device. The device was inspected and there was no damage or abnormalities found. If additional information is obtained a supplemental MDR will be filed.

Event description:
The user facility reported that the light source image was flickering during preparation of a procedure. The device had to be moved around to get an image. No additional information was obtained.

Manufacturer narrative:
This report is being supplemented to provided additional information based on the legal manufacturer¿s final investigation. The following sections were updated: d4, d10, g7, h2, h3, h4, h6, and h10. The device was received and evaluated but the reported issue was not confirmed. The video connector appearance was found to be in normal condition. The cause of the reported issue could not be determined. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. The IFU states, "before connecting the video connector to the video system center, confirm that the video connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and video system center may malfunction.".